Event description:
Late and continued severe problems swallowing, eating, drinking liquids, and severe pain post enteryx procedure. Late onset of symptoms. Required a dilation procedure to open my esophagus. My physician at (B)(6) stated I will be in constant pain forever. The device was injected in (B)(6) 2004. I just learned about the recall. Date of use: surgery enteryx: (B)(6) 2004.